Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service. No adverse patient effects were reported. Additional information was received. This patient died of unrelated causes. This ICD remains implanted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.